Event description:
The patient was revised, because of poly wear of the liner.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Poly material wear would not however, be unreasonable to expect after nearly 12 years implanted. Based on the investigation, the need for corrective action is not indicated.